Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two shutdowns occurred during a surgery. The first one happened before registration, "rosanna brain.exe stopped working". The second shutdown occurred during verification, the robot arm was extended too far by the surgeon. The total delay was 5 minutes.

Manufacturer narrative:
It was reported that before and during registration two communication errors occurred. DHR review and review of complaint history did not identify any contributory factors to the event. Based on the technical investigation performed, the technical root cause of the first communication error is due to a crash of the application rosanna_brain. The technical root cause of the second communication is a user error, i.e. Overforce applied on the robot arm. The IFU provides a warning to the user not to apply force on the robot arm.